Event description:
It was reported that allegedly the end segment of a pta balloon tore and separated from the catheter shaft. The pta balloon dilation catheter was advanced to the intended treatment site through a 5f introducer sheath without difficulty. The balloon was advanced through the venous stenosis and then retracted back when it was discovered that the catheter shaft moved independently of the balloon markers. The catheter shaft was removed from the pt with the balloon remaining within the stenosis. The end of the sheath was located several centimeters in front of the stenosis. The balloon was still threaded onto the wire. It was not possible to remove the guidewire and the balloon through the stenosis together. The balloon was removed without difficulties with a snare. At no time was the balloon inflated. The stenosis was not high-grade so that the balloon could be pushed through without problems. Stenosis only in venous area and not at the anastomosis. The procedure was successfully concluded with additional pta balloon dilatation catheters.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint to date with this lot number. The complaint sample has been returned, and the investigation is currently underway.